Event description:
It was not weight bearing [weight bearing difficulty]. They cannot stretch it that they were transferred to an MRI machine that was more forgiving [joint stiffness]. Patient was hopping/patient cannot walk [unable to walk]. Right knee was now making a clicking (weird) noise [joint clicking]. Considers herself someone who had an adverse reaction or an allergic reaction to right knee [injection site hypersensitivity] ([injection site joint swelling], [injection site joint pain]). Her right knee was hot to the touch [injection site joint warmth]. Right knee felt like a water balloon, there is a lot of fluid in her knee [injection site joint effusion]. Case narrative: initial information received on 29-jan-2025 regarding an unsolicited valid serious case received from the patient. This case involves a 68 years old female patient who considered herself someone who had an adverse reaction or an allergic reaction to right knee, it was not weight bearing, they could not stretch it that they were transferred to an MRI (magnetic resonance imaging) machine that was more forgiving, right knee was now making a clicking (weird) noise and she was hopping/could not walk, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2025, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 48mg/6ml) at a dose 6 ml 1x (with unknown route) for osteoarthritis. Patient reported that she had the injection at 1 pm and by 10 pm her knee was swollen, hot to the touch, painful, was not weight bearing, the patient was hopping and could not walk (injection site joint swelling, injection site joint warmth, injection site joint pain, weight bearing difficulty and gait inability). It was reported that hcp (healthcare professional) said they might had to drain some off, but suggested the patient to get an MRI (magnetic resonance imaging) first and to ice it, raise it and compressed it and with all that it was still painful and swollen. She said that her knee was now making a clicking (weird) noise that it did not make prior the injection (joint noise). It was reported that she had a massage and was told that her knee felt like a water balloon, there was a lot of fluid in her knee (injection site joint effusion). The patient considered herself someone who had an adverse reaction or an allergic reaction to it (injection site hypersensitivity). She was supposed to had an MRI however the patient said that the pain was still there and she was unable to stretch out her leg and had to use a different machine that was more forgiving (joint stiffness). It was also reported that the patient was now using a cane to walk and was taking a lot of tylenol but it was still swollen (a lot of fluid), however it was no longer hot to the touch. It was also reported that it was all part of the reaction (onset: (B)(6) 2025; latency: same day for all the events) (with unknown batch number and expiry date). It was reported that the MRI was done last monday ((B)(6) 2025) afternoon but did not have the results yet. Patient was asking if they should get the product drained and if the adverse event meant that they could not take the drug again. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with paracetamol (tylenol), used ice, raised and compressed it for injection site hypersensitivity and was using cane joint stiffness, weight bearing difficulty and gait inability. No treatment reported for joint noise. Outcome: not recovered for all the events. Seriousness criteria: disability for the events joint stiffness, weight bearing difficulty and gait inability.

Manufacturer narrative:
Sanofi company comment dated 06-feb-2025: this case involves a 68 years old female patient who could not bear weight, they could not stretch it that they were transferred to an MRI (magnetic resonance imaging) machine that was more forgiving and she was hopping/could not walk after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on patient¿s past medical history, family history, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
It was not weight bearing [weight bearing difficulty] they cannot stretch it that they were transferred to an MRI machine that was more forgiving [joint stiffness] patient was hopping/patient cannot walk [unable to walk] right knee was now making a clicking (weird) noise [joint clicking] considers herself someone who had an adverse reaction or an allergic reaction to right knee [injection site hypersensitivity] ([injection site joint warmth], [injection site joint effusion], [injection site joint swelling], [injection site joint pain]). Case narrative: initial information received on 29-jan-2025 regarding an unsolicited valid serious case received from the patient. This case involves a 68 years old female patient who considered herself someone who had an adverse reaction or an allergic reaction to right knee, it was not weight bearing, they could not stretch it that they were transferred to an MRI (magnetic resonance imaging) machine that was more forgiving, right knee was now making a clicking (weird) noise and she was hopping/could not walk, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6)2025, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 48mg/6ml) at a dose 6 ml 1x (with unknown route) for osteoarthritis. Patient reported that she had the injection at 1 pm and by 10 pm her knee was swollen, hot to the touch, painful, it swelled up 3 times its size was not weight bearing, the patient was hopping and could not walk (injection site joint swelling, injection site joint warmth, injection site joint pain, weight bearing difficulty and gait inability). It was reported that hcp (healthcare professional) said they might had to drain some off but suggested the patient to get an MRI (magnetic resonance imaging) first and to ice it, raise it and compressed it and with all that it was still painful and swollen. She said that her knee was now making a clicking (weird) noise that it did not make prior the injection (joint noise). It was reported that she had a massage and was told that her knee felt like a water balloon, there was a lot of fluid in her knee (injection site joint effusion). The patient considered herself someone who had an adverse reaction or an allergic reaction to it (injection site hypersensitivity). She was supposed to had an MRI however the patient said that the pain was still there and she was unable to stretch out her leg and had to use a different machine that was more forgiving (joint stiffness). It was also reported that the patient was now using a cane to walk and was taking a lot of tylenols but it was still swollen (a lot of fluid), however it was no longer hot to the touch. It was also reported that it was all part of the reaction (onset: 08-jan-2025; latency: same day for all the events) (with unknown batch number and expiry date). It was reported that the MRI was done last monday ((B)(6)2025) afternoon but did not have the results yet. Patient was asking if they should get the product drained and if the adverse event meant that they could not take the drug again. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with paracetamol (tylenol), used ice, raised and compressed it for injection site hypersensitivity and was using cane joint stiffness, weight bearing difficulty and gait inability. No treatment reported for joint noise, outcome: not recovered for all the events. Seriousness criteria: disability for the events joint stiffness, weight bearing difficulty and gait inability. A product technical complaint (ptc) was initiated on (B)(6)2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6)2025 with summarized conclusion as no assessment possible. Additional information was received on 18-feb-2025 from quality department. Ptc results were added. Text amended accordingly.